Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a blister and skin flap infection. On (B)(6) 2017, the recipient was treated with an aminopenicillin followed by clindamycin, however, these were only taken intermittently due to non-compliance by the family. The recipient was recommended non-use of the device. On (B)(6) 2017, the recipient began treatment again with clindamycin 12ml three times a day for 1 week. On (B)(6) 2017, the recipient was treated with augmentin 6.5ml three times a day. The recipient was hospitalized on (B)(6) 2017. The recipient's device was explanted. The recipient remains on antibiotics for 21 days. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection is resolved. This is the final report.